Manufacturer narrative:
The reported issue that the device had a system error message could not be confirmed. No product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. Device history: a review of the device history record showed, the device had a manufacture date of 09/01/2015. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported, that the device had a system error message. Facility biomed tested the device and found that the top pressure sensor was bad. Biomed replaced the top pressure sensor and tested the unit. Although requested, further information not provided.

Manufacturer narrative:
Additional information added to h6 device problem code. Correction on initial report: b.3 (disregard date of event).

Event description:
It was reported that the device had a system error message. Facility biomed tested the device and found that the top pressure sensor was bad. Biomed replaced the top pressure sensor and tested the unit. Although requested further information not provided.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested further information not provided.

Event description:
It was reported that device has a system error message, tested pump found top pressure sensor was bad, replaced top pressure sensor and tested unit. Although requested further information not provided.